Manufacturer narrative:
(B)(4). Alleged failure: shuts down. Probable root cause: cables. Connectors. Digital board. Power supply. Filter / fuse. Ac inlet board. Main board. Transition board. Intermittence between transition board and ch connector. Fan / insufficient cooling. Software. Camera head (sensor, sensor cable). Coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp). Extension cable. Intermittence while using rf devices (ex: valleylab). Problem toggling light source from camera head. Connected monitors. Leaking. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the unit shuts down without notice.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the unit shuts down without notice.